Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient received a heart transplant after being elevated to 1a status for potential pump thrombus. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas). The device was returned assembled with the driveline (dl) cut approximately 8 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit was returned detached to the pump¿s inlet port. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Examination of the pump blood-contacting surface found a non-laminated deposition situated between two rotor blades. Areas of this deposition were denatured indicating that it was present while the device was supporting the patient, but may have originally formed elsewhere. In addition, the proximal side of the outlet stator also revealed a non-laminated deposition situated between two outlet stator blades. Its non-laminated structure and lack of denaturation indicate that this deposition did not likely form in the outlet stator. However, a root cause for the development of the observed depositions could not conclusively be determined through this evaluation. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.